Event description:
It was reported that this left ventricular (lv) lead exhibited high out-of-range pacing impedance measurements. Surgical intervention was performed, and the lead was confirmed to be fractured. The lead was surgically abandoned and not replaced.